Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control also observed that the device would not power on when prompted. Physio-control found that the customer had previously installed the shorting plug (discharger) onto the device¿s charge pak assembly and then removed it. This action of installing and removing the shorting plug crushed the contacts on the charge pak assembly and upon being placed back into the device, caused its internal hybrid layer capacitor (hlc) batteries to deplete which prevented the device from powering on. The device's operating instructions advise the following: "do not attempt to remove the discharger once it is in place." No further discrepancies with the device were observed. The cause of the reported issue was determined to be use error due to the customer not following instructions by installing, then removing, the shorting plug onto the charge pak assembly prior to reinstalling it into the device which resulted in the depletion of the internal hlc batteries. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display and would not power on when prompted. There was no patient use associated with the reported event.